Manufacturer narrative:
Sw 4.11c. Retainer ring = black. Customer complained about the unit having a crack on the back, the serial number is rubbed off and the unit alarmed low battery on event date of (B)(6) 2021. Unit passed displacement test, sleep current measurement and active current measurement. The history download was successful using thus software and the carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. There was a low battery alert on event date (B)(6) 2021 13:46:00.000, however it was normal operation with no other battery alarms/alerts/anomalies 7 days prior to event date. No pump error 63 alarms presents on event date or at all in the history downloads. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/absence of alarm anomalies noted during testing. No vibration during selftest. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner cracked reservoir tube lip, cracked battery tube threads and scratched case. Corrosion on battery tube, moisture damage on motor assembly, moisture damage on for sensor assembly, moisture damage on lcd assembly, moisture damage on electronic board stack and corrosion on vibrator motor assembly. Unit received with no vibration due to severe corrosion on vibrator motor assembly. Unit was confirmed for cracked case at belt clip rail corner and faded serial number label. No unexpected low battery alerts were confirmed during testing or on event date. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on back and serial number had worn off. The insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.